Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert and received with multiple insulin pump errors. The blood glucose was 93 mg/dl at the time of the incident. The customer stated that, the insulin has been squirting out in the past so believes this is a long time coming alarm occurred during the rewind and prime sequence. Troubleshooting determined that, the insulin pump should be replaced and revert to back up plan. The insulin pump will be replaced for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. Device passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised force sensor system alarm.